Event description:
It was reported that the patient presented for a scheduled procedure. Upon arriving at the hospital, it was discovered that the patient had an existing pacing system. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.